Event description:
It was reported that the 7700 system had poor image quality with blurry images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The monitor syncro was restored during the service call.